Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - no device problem found. Additional information was requested, and the following was obtained: were there any patient consequences? ¿no. H3 investigation summary the product was returned to ethicon for evaluation. One foam pack containing a needle suture assembly and one detached needle outside its packaging was received for analysis product code 9033g; this code is double armed. During the visual inspection of the detached needle and the one extreme of the suture, exhibited insufficient epoxy at the suture and around the needle hole. This deficiency likely contributed to the needle pull off defect. The opposite suture end retained its needle and showed no evidence of pull off. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional h3 investigation summary the product was returned to ethicon for evaluation. One open box with eleven representative unopened samples was received for analysis. Product code 9033g. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Expiration date: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 suture was used. When the operating room nurse was preparing the suture during surgery, the suture was pulled out and the problem of pulling off suture needle had happened, which made it unusable and increased the cost of use. The doctor discarded it and opened a new suture to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.